Manufacturer narrative:
The device was not returned for inspection. Lot review revealed this to be the first sheath detachment for this lot. Ncmr history was reviewed and none have been initiated related to the observed issue. Based on the event description it is not possible to assign a root cause for the reported sheath fracture. The physician was retrained on the use of the device and to the IFU which instructs to "avoid excessive rotation, bending or kinking of the device during insertion and removal as this may cause damage or affect the performance of the device including obstruction of the needle lumen." The physician was instructed to avoid over manipulation and excessive force when inserting the device.

Event description:
The physician deployed an arstasis access device w/o issue however he was unable to pass the .018" wire back through the end of the device into the artery. Fluoroscopy was used to assess the obstacle however no issues were observed. The physician then retried entry of the .018" wire and it still would not pass. The decision was made to remove device and re-access in a new location adjacent to original stick however upon removing the device it was discovered that the sheath had detached and remained within the artery. A snare was used to pull the sheath out of the leg and the procedure resumed w/o issue. (Approx 45 mins was added to the case time.) Pt was not considered obese, and no tortuous anatomy present. The case was converted to standard arteriotomy with no further sequelae.